Event description:
It was reported that an infusion pump showed error code 1260 during the use. There was a patient involvement but no patient harm.

Manufacturer narrative:
B3 - date of event- selected the first date of may 2026 as the date of event is unknown. D4 - primary UDI number- left blank as the primary di number is not available. E1 - initial reporter phone: (B)(6) the suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The service history review was performed, and it was confirmed that there was no previous repair noted. The error code 1260 as mentioned in the complaint was displayed during the self- check. However, the allegation made by the complainant could not be confirmed. The probable root cause of the event was due to an anomaly in the component (the microprocessor board).